Event description:
Reporter alleged customer attempted to test with device but unable to due to error notification on the compact plus system. As a result, it was stated customer then 'estimated' dose of insulin to take (3 units regular insulin). About 30 minutes after injection, reporter stated customer had symptoms of hyperglycemia for her (headache, dizzy, cold sweat, and vomiting). Customer then called paramedics due to inability to test. She stated no glucose testing was performed by paramedics who subsequently took customer to the hospital where she was later admitted. Reporter states glucose result at hospital was 499 mg/dl and customer was then given 10 units regular insulin and medication not related to diabetes. The original location of the alleged event was not provided. A request was made for the return of the suspect device and replacement product was sent.